Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the patient was revised due to the surgeon changed to a thicker poly as patient complained about his shoulder feeling loose. There was no damage to any implants, no suggestion of issues with implants. Doi: on (B)(6) 2025, dor: on (B)(6) 2025, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary patient was revised due to surgeon changed to thicker poly as patient complained about his shoulder feeling loose. There was no damage to any implants, no suggestion of issues with implants. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) image ad (B)(6) 2025. The photograph attached was reviewed, however does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: d4 (primary UDI number).